Event description:
It was reported that "doctor put screw into cup cluster hole and screwed 2030 until seated and tip of screw driver snapped off into head of screw during surgery'.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.